Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a power interruption. The pump¿s electrical draws were tested and were found to be within required specifications. The pump successfully completed the 24 hour duration test without any issue or power interruptions. During a visual inspection of the pump, no damage or moisture was found to the battery compartment. The pump cover was removed and there was no evidence of damage or defect to the power circuit, power flex, or internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.